Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that they had to turned off left ventricular (lv) lead because "it was stimulating my diaphragm so bad". The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was high thresholds and phrenic stimulation on the lv lead. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.